Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received several insulin flow blocked alarms. The customer's blood glucose was 24.5 mmol/l at the time of incident. Customer reported there was damage to reservoir lip and it was loose. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. Unable to performed displacement test and occlusion test due to missing retainer. Unable to verify no delivery alarm due to missing retainer. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip.